Event description:
In the initial complaint, the customer reported, she was unable to test because her strip vial did not contain test strips. She also said in the initial complaint that, the kit did not contain the strip vials when she opened it. She reported, that she experienced irritability and was lightheaded. Customer also reported, she lost consciousness. The paramedics checked her blood glucose level and started an IV of unk composition. She reported being transported to hospital where the staff started a second IV. She was treated with insulin and glucophage. A follow up call to the customer was made to clarify whether the vials were void of strips or the kit was void of the strip vials. At that time, the customer said, she bought two vials of strips that were empty. The customer did not know the lot number of the strips, so no investigation could be performed on the claim of empty vials. There is no permanent impairment associated with this issue.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.